Event description:
The recipient is reportedly experiencing swelling, soreness and tinnitus on implant side post implant surgery. On (B)(6) 2022, the recipient reportedly woke up with facial drooping and numbness, believed to be bell's palsy and was admitted to the hospital on (B)(6) 2022. Recipient was given steroids and discharged from hospital on (B)(6) 2022. On (B)(6) 2022, recipient was given contact bandage for left eye corneal ulcer.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been successfully activated. The facial drooping is not believed to be device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.